Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. No conclusions can be made at this time.